Event description:
This lead was implanted on (B)(6) 2003 and was explanted on (B)(6) 2013 due to infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), in. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).